Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2013. The reason for revision is reported pain. During this revision, the femoral stem was removed and replaced with omni distributed product.